Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a procedure the viperwire broke off at the tip in the superficial femoral artery. The viperwire was pulled out of the patient, but the tip was unable to be retrieved and remains in the patient. There were no other patient complications and the procedure was completed using balloon angioplasty. Additional information has been requested but not yet received.

Manufacturer narrative:
The oad and engaged guide wire were received at csi for device analysis. Initial visual and tactile examination of the guide wire revealed the spring tip to have been fractured off. The guide wire spring tip support wire was intact with the distal end fractured off and not returned. The proximal solder bond was ground away. Scanning electron microscopy analysis of the guide wire core fractures identified severe mechanical rotational damage on the proximal bond. This extent of mechanical damage to the solder within the support ribbon is typically seen after a driveshaft has spun over the spring tip. At the conclusion of the device analysis, the reported event that the viperwire broke off at the tip was confirmed. The root cause of the fractured spring tip is user error as it is hypothesized that the spinning driveshaft made contact with the guide wire spring tip until it fractured off and removed the proximal solder bond material. The instructions for use (IFU) states that the user should never advance the rotating crown to the point of contact with the guide wire spring tip. Distal detachment and embolization of the tip may result. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID:# (B)(4).

Event description:
During a procedure, several treatments were performed in the proximal and distal superficial femoral artery. Upon removal the peripheral diamondback orbital atherectomy device (oad) would not advance on the wire. It was noted that the viperwire had broken off and had fragmented below the knee. The large fragments were removed with a snare, and several attempts were made to remove the smaller fragment. The viperwire was removed, but the tip was unable to be retrieved and remained in vivo. The procedure was completed using balloon angioplasty, and there were no other patient complications.